Event description:
Per biosmart this ra lead and the rv lead were explanted and replaced due to loss of capture and high thresholds.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.